Manufacturer narrative:
One bivona tracheostomy tube with tts cuff was received for analysis. Leak testing was performed on the sample by submerging under water; no signs of air leakage were present. Based on the evidence the root cause is unknown as the complaint was not confirmed.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a leak was noted to a smiths medical portex® bivona® tts¿ tracheostomy tube. The tracheostomy (trach) tube was required to be changed out. It was reported that the cuff would not close effectively and it is uncertain if the cuff is leaking or the pilot balloon. There were no reported adverse patient effects.